Event description:
Globus medical, inc. Received notification from a sales rep, via facsimile communication, that a globus manufactured screw had broken after implantation. On (B) (6) 2009, an obese, female pt underwent posterior lumbar fusion (tlif) surgery during which a revere pedicle screw was implanted. A follow-up x-ray in (B) (6) 2010 showed a screw with a complete break just below the polyaxial head. On (B) (6) 2010, the surgeon performed a revision surgery and removed the broken revere pedicle screw from the pt, and subsequently used an 8.5 x 50mm pedicle screw in its place.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review was conducted of all applicable material records, mfg records, storage records, and distribution records. All records revealed the product was manufactured within specifications, maintained and distributed in accordance with all (B) (4), (B) (4) and operating procedures. Based on a record review and all available info, it is determined the 7.5mm revere pedicle screw 50mm design conforms to all applicable standards and there was no deviation in the manufacture process. There is no indication that the issue was a result of product defect or malfunction.